Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 2 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components) 1 device: wear problem, electrical/electronic component problem identified / circuit board, mount 1 device: maintenance problem identified / part/component/sub-assembly term not applicable 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 2 devices: serviced and returned to customer 1 device: product not received additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 3 events for the failure: device remains activated. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 2 events had problem identified during non-clinical procedure; there was no patient involvement.